Event description:
Surgery, apogee, perigee and miniarc sling procedure, dr (B)(6) performed this surgery vaginally. I was placed in my private hospital room after coming from the recovery room. My nurse did not tell me I had packing and a postop visible hematoma which was draining. I thought that I was extremely heavy in the vaginal area but could not see the area or the drainage. The packing stayed in (it was reinforced at one point of my hospital stay) until I was ready to be discharged from the (B)(6). I was more than overwhelmed when I saw the huge amount of gauze that had been in me for 2 days postop. Literally a wash basin would not hold it all, and it was soaked. I was still continually bleeding, my nurse helped me to lie back down on my bed onto my. The doctor came in before my discharge and told me and my husband that I would be able to have normal vaginal intercourse after healing and that I would have pain in my lower back for approximately 6 months after the surgery because of the muscles he had had to put the sutures through and because he had had to use the same muscle area to suture and secure each repair. I thanked him and he left, the nurses put a pillow and pads on the seat of my wheelchair due to bleeding but I could not sit. I had to keep myself slightly lifted while being transported to my car, and the same when they put me into my car. I had to ride lying backward. The bleeding was constant after discharge, very black blood and after getting a mirror (in my bathroom) and observing the blood I told my husband I have 2 places bleeding, I said there is 1 or 2 stitches broken in the front right area and blood is draining from the backside inside of my vagina too and it's all black. I could not sit up for several days and called the doctors office many times day after day but no one would call me back. I knew I should not be lying in bed this long and should not be draining black blood and I was having to lean toward the left when sitting on my toilet seat in order to void. On (B)(6) 2007 I had my husband load me in the car again laying down on buttock on pillows with pads and we went to the doctors office, a one hour+ drive from our home. Dr. (B)(6) was not there but another doctor (B)(6) came in, stood afar off, looked at the draining area and would not even glove to examine it. He said you have a draining hematoma. I said oh no I have 2. He said just go back home and let it keep draining. That was one week postop and I drained and could not sit down for another week. A note was made by dr. (B)(6) that I came to the office and it does state old blood but stated the color was brownish. After several weeks I went back to dr. (B)(6) for postop visit. He said everything is ok but did not look into or feel inside the vagina. He repeated what he had stated about pain for 6 months and could have normal intercourse. I waited my six months to see if pain would go away, it did not and I was unable to have intercourse and I am still unable to have sexual intercourse due to pain and I went to (B)(6) on (B)(6) 2008 and he discovered (and I quote from his notes) "rolled up mesh palpated on the anterior wall of the vagina near the apex of the vagina. Palpation of the mesh causes evident pain for the patient." I had gone to all of my postop visits and voiced my complaints to dr. (B)(6) and was never told of the rolled mesh and started having urinary incontinence within a few months after surgery. Plus I have no sexual life and stay irritated vaginally and both labia all the time. I was not offered or told of any other way this surgery could be performed. Dr. (B)(6) said the mesh had already fused with my tissue and further surgery to remove could cause as much or more pain from scar tissue than I was already having. I had to go on an antibiotic all of the time again due to having almost a constant uti. I have never been able to void until I feel empty but I do get close to being empty by leaning to my left side since the surgery. I was not sent for pt after apogee, perigee, miniarc sling surgery. I was sent for pt by dr. (B)(6) after his examination. Dr. (B)(6) also sent me for an MRI of the lumbar sacral spine which showed a bulging disc in the l5-s1. I do not remember the exact dates of pt but I can get them if needed. On (B)(6) 2009 anterior discectomy and fusion with a titanium plate at c6-7 due to stenosis and radiculopathy and bone graft harvested from tricortical iliac crest. On (B)(6) 2009 l4-l5-s1 laminectomy and foraminotomy bilaterally both of these surgeries were at (B)(6) and I did have pt after the second surgery. I do not remember the exact dates of pt but I can get them if needed.